Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pull out with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. Based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pull out with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Note: the investigation is still in progress and, when completed, the investigation summary will be updated.

Event description:
It was reported that the stopper on a bd vacutainer® with hemogard¿ closure remained in the holder when the tube was removed. There was no report of exposure to mucous membranes, injury or medical interventions.